Event description:
It was reported to philips that the device cannot carry out tests and there is a low battery charge; device is always connected to the external power. It was further explained the battery does not recharge and when it is disconnected from the power supply, it turns off. There is no patient involvement. This report was generated pursuant to quality plan (B)(4) - quality plan ¿ ecr als service record remediation.